Event description:
It was reported that minimum fill notification occurred while caller attempted to reload cartridge that still contained about 80 units of insulin, and caller also observed cartridge leak. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pneumatic tap area with alcohol wipe or lint-free cloth as instructed, and then changed to new cartridge; no additional information was received regarding the outcome of the event.